Event description:
The doctor didn't notice the haptic was kinked until the lens was implanted in the patient's eye. The lens was removed, and replaced by enlarging the incision.

Manufacturer narrative:
See MDR 1920664-2009-00247 for the intraocular lens used with this delivery device.